Event description:
As reported, a patient underwent a CT scan of the urinary tract due to pyelonephritis that was acquired at another hospital. During the CT, a foreign body was noted. The cap-shaped foreign body was removed with a rigid ureteroscope. The physician reviewed the patient's medical records and determined approximately 10 years ago, at another hospital, the patient was treated by using a ureteral stent (manufactured by another company) and a cook 'ascend® aq® ureteral balloon catheter'. It is unknown exactly what device the foreign body came from but is suspected to potentially be from the 'ascend® aq® ureteral balloon catheter'.

Manufacturer narrative:
E3: customer occupation = unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: h6 (annex f) investigation ¿ evaluation as reported, a patient underwent a CT scan of the urinary tract due to pyelonephritis that was acquired at another hospital. During the CT, a foreign body was noted. The cap-shaped foreign body was removed with a rigid ureteroscope. The physician reviewed the patient's medical records and determined approximately 10 years ago, at another hospital, the patient was treated by using a ureteral stent (manufactured by another company) and a cook 'ascend® aq® ureteral balloon catheter'. No other adverse effects have been reported. It is unknown exactly what device the foreign body came from but is suspected to potentially be from the 'ascend® aq® ureteral balloon catheter'. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures for the device, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed however, a photo was supplied of the removed foreign body; the foreign body appears to be the protective sleeve of the device which is part of the packaging and is instructed to be removed and discarded prior to device placement. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformance's relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The instructions for use (IFU) that is packaged with the device was reviewed for relevant information pertaining to the reported failure mode. Relevant information within IFU t_aub_rev1 includes: ¿instructions for using ascend aq ureteral dilation balloon catheter balloon preparation: 1. Upon removal from the package inspect the balloon catheter to ensure no damage has occurred during shipment. 2. Remove the protective sleeve from the balloon and discard¿.¿ ¿balloon catheter introduction and inflation¿ ¿balloon deflation and withdrawal¿ ¿how supplied: upon removal from the package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no product returned, and the results of the investigation, it appears that failure to follow the IFU instructions of removing the protective sleeve, and thus user error, was the likely cause of the complaint. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. As the device was not meant to be indwelling and the future risk to the patient is negligible, a review of the risk assessment was not required/completed. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.